Manufacturer narrative:
Even took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for the market within the united states.

Event description:
Primary surgery (B)(6) 2018, revision surgery (B)(6) 2020 due to dislocation. 40mm humelock reversed humeral cup was removed and replaced with 36mm humelock reversed humeral cup.